Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that while the vela ventilator was running on a patient low ve (low minute ventilation), transducer fault and high rate alarm occurred. The patient was transferred to another ventilator. The customer there is no patient harm associated with this reported event.